Event description:
Customer reported via phone call that serter did not release sensor. Customer reported that this happened on several occasions. Customer's blood glucose was 339 mg/dl. Customer was assisted in proper procedure for releasing sensor. Customer still had trouble releasing sensor. Customer was advised that sensor and serter would be replaced.

Manufacturer narrative:
Two opened and used sensors were inspected and both needles were found bent inside of the sensor base. It could not be confirmed if the customer received the sensors in said condition due to the sensors being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.